Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they had poor communication with their patient programmer and they could not communicate with their implantable neurostimulator (ins) using their recharger. The programmer would not communicate with the ins and they were seeing a reposition antenna screen on their recharger. The patient last felt stimulation a week prior to the report. The patient did not know the last time they recharged their ins and had forgotten to charge it. Overdischarge was reviewed with the patient. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.